Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device did not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Evaluation results: the device was not returned to zoll medical corporation. The complete device history file was also not provided for the investigation. The customer's report cannot be confirmed without the evaluation of the device and history file. The customer's report was not replicated or confirmed by the summary report. No trend is associated with reports of this type.

Event description:
Complainant alleged that during training by facility staff, the device was missing event data. Complainant did not indicate that there was any patient involvement in the reported malfunction.